Manufacturer narrative:
Lot order search. Results: visual inspection of the returned product showed the haptic of the lens was bent, the cartridge was attached to the injector and no visible damage observed to injection system. There was evidence of a clear surgical residue. A lot order search was performed and there were no similar complaints found. Conclusion - (unable to confirm): based on the complaint history, lot order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported that after the aq5010v three piece silicone lens was loaded, the surgeon felt resistance as she attempted to advance the lens towards the eye. There was no patient contact. Surgeon believes there was an injector malfunction.